Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted 13.2mm tmicl13.2 implantable collamer lens, -7.5/+2.0/170 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The surgeon reports pupil block, elevated iop, 2+ corneal edema, and shallow anterior chamber. Also reported is an enlargement of the pi-yag and administration of combigan, pilocarpine, topical iop-reducing drops, and diamox. Reportedly, vision and iop both returned to normal and pupillary block is considered resolved. The problem is resolved.

Manufacturer narrative:
B5: updated information: reportedly the elevated iop was resolved on (B)(6) 2021. Claim#: (B)(4).

Manufacturer narrative:
B5-additional information: per update, reported iop is currently 25mmhg despite being on combigan and lumigan. 3+ pigment in the angle and pigment more prominently visible inferior. Rhopressa recommended. Reportedly increased pigment is likely due to repeat yag pi and will most likely resolve over time. H6-clinical code 4581 (3+ pigment in the angle, more prominently visible inferior). Claim# (B)(4).